Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella 5.5 the patient developed ventricular tachycardia (vt), started cardiopulmonary resuscitation (CPR), 6 defibrillations, the impella was reduced to p2, after stabilizing the patient, p level back to p7. The patient remains on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia :the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.